Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Patient was being ventilated during transport from one facility to another, the staff decided to add the humidifier to the circuit, then the vent started alarming visually and audibly, staff said vent showed therapy stopped and the vent would not go into standby mode, they got the vent to power off and then back on. Once restarted the vent functioned normally with no further issues. Staff could not duplicate the issue.